Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported that the insulin pump had a led anomaly. The led had cracks on the upper right side. Customer's blood glucose level was 9.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.